Event description:
The switch on the control box, part number 6875-4006f, broke and required replacement. The switch itself can't be replaced. It was explained to our trained technician that the unit is made by a third party and required the whole control box to be swapped at a cost of almost $2800. We were able to find the switch by itself online for about $25.